Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while lens was being inserted into the patient¿s left eye, the intraocular lens (iol) was partially inserted, the lens got stuck in cartridge. The back-up iol of same model and diopter was used. No further information was available.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: device available for evaluation? Yes. Returned to manufacturer on: 7/29/2020. Device returned to manufacturer? Yes. Device evaluation: the plunger component was observed in a fully advanced position. The cartridge component was observed correctly engaged into lower body of the device. Visual inspection using magnification was performed. No lens was observed stuck in cartridge or into the preloaded device. No lens was received. Residues of viscoelastic were observed in the cartridge tip. The reported issue was not verified. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.